Event description:
In late 2008, the patient reported elevated blood glucose readings in the 400 mg/dl range with his typical range being below 150 mg/dl. He stated he has tried to reduce his reading by bolusing insulin through his infusion device. To troubleshoot, the patient confirmed the basal rates on his device are accurate. He was instructed to check his bolus history and he stated he was not sure about a couple of boluses. The patient stated he has just started using this infusion device and may have made a mistake. He was advised to write down his boluses, so this could be compared to his history. He said his infusion headset [competitor product] has been in use for 5 days. He was advised to change his headset. He stated he is traveling and has some anxiety about this. Troubleshooting did not find any product issues. On follow up with the patient, he stated his blood glucose readings are elevated again with his most current reading being 295 mg/dl. His device bolus history was checked and he stated he thought he had given himself 2 boluses today that were not in the history. The patient was asked to describe the procedure he uses to program a bolus. He stated he believed he had followed the proper procedure. He stated he had not completed his self-directed training. Face to face training was offered to the patient which he declined. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.